Event description:
It was reported that the cardiomems implant procedure was abandoned. The physician was unable to advance the delivery system to the patient's pulmonary artery due to difficulty anatomy so the implant was aborted. The physician did not feel that the device caused or contributed to the advancement difficulty. The plan is to reschedule the patient for a second attempt using intrajugular approach.

Event description:
A second implant attempt was successfully completed on (B)(6) 2024.

Manufacturer narrative:
No device analysis results are available because the device was not returned for investigation. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.